Manufacturer narrative:
Clarification to device info. Style 153 silicone gel the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported via nbir left side capsular contracture baker grade IV and rupture. A "capsulectomy and or capsulotomy" was performed. The device has been explanted and replaced.